Event description:
The user's hearing performance with the device has been affected after a head trauma occurred in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Reportedly the recipient suffered from a head trauma, however fatigue wire breakages already started before the impact. The reported trauma may have in addition led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device has been affected after a head trauma occurred in february 2022. Re-implantation is considered.

Event description:
The user's hearing performance with the device has been affected after a head trauma occurred in (B)(6) 2022. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, in situ measurements showed hi channels already before the reported trauma due to undetermined reasons. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.